Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a trial patient with an external neurostimulator (ens). It was reported that the patient's trial was initially going fine with 90% pain relief, but then the patient felt an abnormal surge in stimulation. The patient did not have their programmer with them at the time so they pulled the plug and the surge stopped. The patient turned the device back on and slowly increased stimulation and everything was fine for 10 min but then the surging started again. The patient pulled the plug again to stop the surge, but this time a different feeling remained. The patient felt like her kidneys and everything in her back was about to explode. The patient felt 'a ton of pressure,' and had trouble breathing so they had their husband squeeze them because that was the only thing that helped. The patient stated that they felt they were going to fall and their legs gave out. It was noted that the patient's bandage area was bleeding, so the patient went to the ER. The patient was in a lot of pain and felt like their insides were going to explode. The patient had an x-ray taken and stated that they felt worse after the imaging. The patient's leads were pulled and the patient felt immediate relief (besides for the muscle tension in their back). The issue was resolved at the time of the report. The ens/leads and programmer were being sent back to the manufacture for analysis. No further complications were reported.

Manufacturer narrative:
Product ID: 977d260, serial# (B)(4), product type: screening device; product ID: 97740fa, serial# (B)(4), product type: programmer; patient product ID: (B)(6), serial# (B)(6), product type: screening device; product ID: 355531, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the representative noted the cause was unknown. The patient programmer had not been with the patient at the time. Therefore, the voltage and/or other settings were not manually changed to increase stimulation. It was clarified that it was not until later that bleeding was seen. The patient had their bandages exchanged the day before so all the blood seen in the dressings was fresh, red, new blood as described by patient. It was confirmed that the patient was having a successful trial with >90% relief. They were pleased with the results. On (B)(6) 2018, the events of surging, pressure, trouble breathing, and the ER visit occurred. It was reported that the only thing that made the patient feel better was their spouse squeezing their back. The leads and cables were returned for analysis on (B)(6) 2018. No further complications were reported.